Event description:
Elderly female with history of uterine sarcoma. Procedure: port placement. When ms dignity CT port was opened, 2 port connector bails were missing from the package. The catheter split when the tech attached the tunneler. Not used on patient, delay in procedure. Manufacturer response for ms dignity CT port 8f, (brand not provided) (per site reporter), will obtain.